Event description:
An equipment called the scorpion needle was used during the surgical procedure and the tip was noted to be missing after use; 2mm linear density compatible with missing needle tip identified post xray. Refer to add'l documents in i2k.